Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. D2b (lit;dqy). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the vaccess balloon catheter. During the procedure, the balloon catheter allegedly unable to inflate and got stuck in the sheath. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: two photos were provided and reviewed. The first shows the vaccess device loaded onto unknown sheath. The distal end of the balloon is observed to be protruding from the distal end of the sheath. Blood residues are visible on the balloon. The second photo shows the health care professional holding the unknown sheath with the vaccess device loaded and protruding from the distal end. Blood residues are observed on the balloon. No other anomalies were noted. One vaccess pta dilatation catheter with an unknown brand sheath over the balloon. Upon visual inspection it was noted an unknown brand and size sheath was returned stuck over the balloon. The distal end of the sheath was noted to be buckled. Overall, the returned devices were bloody. No anomalies were noted to the y body. During functional testing, the sheath was retracted proximal of the balloon catheter, and a break was noted near the proximal end of the balloon on the catheter, exposing the inner gw lumen. Microscopic images were taken of the break present on the catheter and the buckled sheath. Due to the break on the catheter shaft no further functional testing was performed for difficult to remove and inflation issue. Therefore, the investigation is confirmed for the identified break as break was noted near the proximal end of the balloon on the catheter. However, the investigation is inconclusive for the reported sheath removal difficulty and inflation problem as functional testing was not performed due to the break present on the catheter shaft. A definitive root cause for the reported sheath removal difficulty, inflation issue and identified break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b (lit; dqy), g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the vaccess balloon catheter. During the procedure, the balloon catheter allegedly unable to inflate and got stuck in the sheath. There was no reported patient injury.